Event description:
It was reported the patient¿s therapy failed. The patient had lower leg amputation in (B)(6) 2013. There was no efficacy on the atherosclerotic disease and no effect on the phantom pain sensation. The entire system was removed and the patient was hospitalized for one day. The event was considered resolved but not recovered because the patient still had pain present.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4).